Event description:
It was reported that during a roux en y bypass procedure, the device was used to create the stomach pouch during a roux en y. The device misfired on the first firing. The case was completed with a same like device. There were no adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4).eval summary - the analysis results found that the atw45 device was returned with the firing mechanism damaged and with no reload present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken; no functional test was performed. It should be noted that 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the mfg process.